Manufacturer narrative:
Investigation in process but not yet complete. Upon completion, a follow-up report will be submitted.

Event description:
It was reported that during a procedure performed on (B)(6) 2015, the tip of the pedicle screw tap assembly triple lead sure-lok screw -5.5mm (43-4100-55) broke during use. The doctor carefully used a burr and other instrumentation to remove the broken tip, resulting in a two hour delay to the procedure.